Manufacturer narrative:
Investigation: during DHR review the non-conformances were reviewed for this batch, and there was no record of any non-conformances associated with this batch for this defect. There were 3 samples received but due to the samples being contaminated a complaint analysis could not be performed and the complaint could not be substantiated.

Event description:
It was reported that bd posiflush¿ ns filled syringe plunger is difficult to move during injection. This occurred on 4 occasions. The following information was provided by the initial reporter: material no.: 306546, batch no.: 8324561. It was reported that the syringes stop halfway through the IV flush because the plunger cannot be depressed all the way. I oversee supply chain and one of my staff members contacted me because we are having issues with the 10cc saline syringe catalog # 306546. The nursing staff noticed that some of the syringes always stop in the middle and they are having a hard time flushing the IV. The lot number noted was 8324561. I received a return call with updated information regarding pir3012543. She said that there were at least 4 occurrences where the plunger on item #306546 was unable to be depressed any further than half way even when removed from the IV catheter. Some IV catheters were removed during occurrence and only to discover the IV was fine, but the flush plunger simply would not depress all the way.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ ns filled syringe plunger is difficult to move during injection. This occurred on 4 occasions. The following information was provided by the initial reporter: material no.: 306546, batch no.: 8324561. It was reported that the syringes stop halfway through the IV flush because the plunger cannot be depressed all the way. I oversee supply chain and one of my staff members contacted me because we are having issues with the 10cc saline syringe catalog # 306546. The nursing staff noticed that some of the syringes always stop in the middle and they are having a hard time flushing the IV. The lot number noted was 8324561. I received a return call with updated information regarding (B)(4). She said that there were at least 4 occurrences where the plunger on item #306546 was unable to be depressed any further than half way even when removed from the IV catheter. Some IV catheters were removed during occurrence and only to discover the IV was fine, but the flush plunger simply would not depress all the way.